Event description:
It was reported that the patient¿s phone repeatedly displayed a dexcom g7 alert while the ilet did not, and blood glucose was 109 mg/dl; the cgm showed 13 days remaining and pairing code 3543, and data synchronization through the ilet app was performed, after which the phone alert ceased during the call. Symptoms included no hypoglycemia, no hyperglycemia, and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting, review of cgm information, assessment of app pairing and data synchronization, and confirmation that the sensor functioned appropriately without replacement. Investigation of this case revealed transient signal or communication disruption between the cgm and the phone application, with sensor performance intact and no malfunction of the ilet identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent connectivity or brief sensor communication issue resolved by data synchronization.